Event description:
Customer alleges a leak in pilot balloon. The tube was repaired by emergency room doctor. Pt went without respirator for more than 10 hours. The pt has fully recovered from the event.